Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). This case is reported late. During a review of the case it was realized that an initial report should have been filed. The MFR did not receive explanted devices, x-rays, or other source documents for review. The quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. Since no parts were sent to us for investigation, we are not in a position to take a stand concerning the occurrence referred to in the complaint. Should any parts be submitted at a later date, we will then be able to re-open the case and of course to carry out an investigation. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that the above mentioned device was replaced to another one because of its fracture 1.5 yrs after implantation. The device was not returned for eval.